Event description:
It was reported the tip of the screw broke.

Manufacturer narrative:
Visual assessment of the screw confirmed the complaint of breakage. Approximately 6mm¿s of the distal threads on one side of the screw have broken off. The broken piece/pieces were not returned for examination. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specifications. This investigation could not identify any evidence of product contribution to the reported complaint. With the limited clinical details provided regarding site preparation and patient bone quality a root cause cannot be determined. A review of the device history record was performed which confirmed no inconsistencies.